Manufacturer narrative:
Additional device product code: kwq. Reporter is synthes employee. A device history record (DHR) review was conducted: part number: 314.467, synthes lot number: 7154812, supplier lot number: n/a, release to warehouse date: 13-mar-2013, expiration date: n/a, manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105mm (314.467) was received with stripped distal lobes. Additional surface wear consistent with use was noted which would not impact device functionality. The received device matches the reported condition of twisted, as such the complaint is confirmed. The device was found during a set inspection, as such the specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: inspection of the relevant features, the distal tip, were unable to be completed due to post manufacturing damage. Document/specification review: the relevant drawings, reflecting the current and manufactured revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the distal tip of the screwdriver shaft was found to have stripped lobes. Although a definitive root cause could not be determined, it is likely that this complaint condition is due to the application of excessive force or a failure to fully seat the tip in a screws drive recess during insertion/removal. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inbound inspection at field stock location (fsl), it was observed that the tip of the stardrive screwdriver shaft t8 was twisted. The screwdriver was removed from the set. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).